Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot/serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8578 lot/serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-14 regarding a patient receiving dilaudid (10 mg/ml at 1.75 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was seen at the provider's office for nausea symptoms and a metallic taste in their mouth. It was noted that the symptoms were consistent with signs and symptoms of withdrawal. The patient had called the provider on (B)(6) 2019, but wanted to wait to see if the symptoms resolved. The patient was seen in the office on (B)(6) 2019 and the provider contacted the manufacturer as a revision was planned. During the revision, the catheter was noticeably twisted/coiled and the pump was not tracked down making it easy to flip. The hcp untangled the catheter and aspirated with good flow. The pump was tracked down again to decrease flipping. The issue was considered resolved at the time of report, and there were no environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive -no injury and no further complications were reported or anticipated.